Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power-intermittent (damage-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/04/2014 with the following findings: a review of the black box indicated unexplained reboots had occurred on (B)(6) 2014. The battery compartment was observed to be cracked, and the returned battery cap had stripped threads and was unable to fully attach to the pump. Reboots were duplicated with the returned battery cap. A test battery cap was able to attach to the pump and a 24 hour exercise test was performed with no further reboots occurring. The pump cover was removed and there was no evidence of damage to the power circuit. Unrelated to the complaint, investigation revealed that the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.